Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during sedation for an unspecified procedure, the subject device presented an error e850 and e843. The procedure was completed using an back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: b5; d8; g3; h2; h3; h6 and h11. Corrected fields: e1; e3; h8. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image noise; light guide bundle was chipped; component failure of the charge coupled device or ccd (r-unit). A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The reported malfunction happened during therapeutic lobectomy.